Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched alarm caused by a loose upper link screw. The condition was eliminated during evaluation by adjusting the link screw with the door performing as expected. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump door would not latch. It was also reported that there was no patient involvement.